Event description:
Event date has been entered as the publication date. It was reported through the research article ¿characteristics and outcomes of left ventricular assist device recipients transplanted before and after the new donor heart allocation system¿ that heartmate 3 (hm3) may be associated with renal failure, allograft rejection, fatal graft failure, and death. A new donor heart allocation system was implemented on 18oct2018. This retrospective study compared 7096 patients transplanted between jan2015 and oct2021, 2435 of which were a part of the new allocation system. These 2435 patients had an overall older donor age, longer ischemic time, and a higher proportion of newer generation left ventricular assist devices (lvads). Results found that the 30-day all-cause mortality was significantly lower for the new allocation patients (2.5% vs. 3.6%). The 30-day mortality rate was also noted to be significantly lower with medtronic hvad and hm3 compared to the heartmate ii. There were no differences seen between the groups for 1-year mortality rates and risk of fatal graft failure. Acute allograft rejection requiring treatment was found to be significantly lower for patients in the new allocation system. A trend was also identified in the new allocation group of a higher risk of renal failure requiring renal replacement therapy (rrt).

Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Author information: doulamis, I. Et. Al (2022, july 22). Artificial organs. Https://doi.org/10.1111/aor.14363. Johns hopkins university school of medicine, baltimore, maryland, USA; medical university of south carolina, charleston, south carolina, USA; national kapodistrian university of athens, athens, greece; montefiore medical center, bronx, new york, USA; mayo clinic, rochester, minnesota, USA; university of iowa, iowa city, iowa, USA no further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Renal failure, allograft rejection, fatal graft failure, and death occurred after heartmate 3 explant.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the events prompting the reported transplants could not conclusively be established through this evaluation. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. The device history record could not be reviewed as the heartmate 3 device serial numbers, as well as other specific case/patient information, are not available and were not requested. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) is currently available. Although the events appeared to have occurred post-explant, section 1 of this document lists renal failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.